Event description:
Pt was revised due to poly wear.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The intial reporting stated the products are not suspected of failing to meet specifications. The investigation could not verify or draw any conclusions about the reported polyethylene wear based on the provided information. Based on the investigation finding, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.